Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small piece left in my uterus') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mixed connective tissue disease ("type of autoimmune diagnosed mixed connective tissue"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems: bladder probs., urinary probs."), urinary tract disorder ("bladder/urinary problems: bladder probs., urinary probs."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), pain ("body pain"), dental caries ("teeth problem"), pruritus ("itchy everywhere") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral) first time and second surgery - full hysto (everything removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, mixed connective tissue disease, menorrhagia, bladder disorder, urinary tract disorder, pain, dental caries, pruritus and arthralgia outcome was unknown and the pelvic pain, abdominal pain, fatigue, alopecia, tooth disorder, weight increased and gastrointestinal disorder had resolved. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, dental caries, device breakage, fatigue, gastrointestinal disorder, menorrhagia, mixed connective tissue disease, pain, pelvic pain, pruritus, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: received treatment for pain-pelvic/abdominal, bleeding menorrhagia (heavy menstrual bleeding), bladder/urinary problems: bladder probs., urinary probs, I am told that it can take up to a year before all poison is out of body. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified). The following information was received from social media body pain, teeth problem, itchy everywhere, hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- a small piece left in my uterus, body pain, teeth problem, itchy everywhere. Reporter information were added. Event of mixed connective tissue disease downgraded to non-serious. On (B)(6) 2020: social media received. Event added- hip pain. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small piece left in my uterus'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mixed connective tissue disease ("type of autoimmune diagnosed mixed connective tissue"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: bladder probs., urinary probs."), urinary tract disorder ("bladder/urinary problems: bladder probs., urinary probs."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), pain ("body pain"), dental caries ("teeth problem"), pruritus ("itchy everywhere"), arthralgia ("hip pain"), abdominal distension ("bloating") and complication of device removal ("they had to go back in and get missing pieces / pieces left was left ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (d&c done., salping. (Bilateral) first time and second surgery - full hysto (everything removed) and salping. (Bilateral) first time and second surgery - full hysto (everything removed), d & c). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menorrhagia, mixed connective tissue disease, bladder disorder, urinary tract disorder, pain, dental caries, pruritus, arthralgia, abdominal distension and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, fatigue, alopecia, tooth disorder, weight increased and gastrointestinal disorder had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, bladder disorder, complication of device removal, dental caries, device breakage, fatigue, gastrointestinal disorder, menorrhagia, mixed connective tissue disease, pain, pelvic pain, pruritus, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: received treatment for pain-pelvic/abdominal, bleeding menorrhagia (heavy menstrual bleeding), bladder/urinary problems: bladder probs., urinary probs, I am told that it can take up to a year before all poison is out of body. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified).. The following information was received from social media body pain, teeth problem, itchy everywhere, hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up 9, 10, 11 and 12 processed together. Social media comment received. New event " bloating" and new reporter added. On 23-mar-2020: follow up 9, 10, 11 and 12 processed together. Social media received: reporter information were added. On 23-mar-2020: follow up 9, 10, 11 and 12 processed together. Social media received: new reporter were added. On 24-mar-2020: follow up 9, 10, 11 and 12 processed together. Social media received: new reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small piece left in my uterus'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mixed connective tissue disease ("type of autoimmune diagnosed mixed connective tissue"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: bladder probs., urinary probs."), urinary tract disorder ("bladder/urinary problems: bladder probs., urinary probs."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), pain ("body pain"), dental caries ("teeth problem"), pruritus ("itchy everywhere"), arthralgia ("hip pain"), abdominal distension ("bloating") and complication of device removal ("they had to go back in and get missing pieces / pieces left was left ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (d&c done., sapling. (Bilateral) first time and second surgery - full hysto (everything removed) and sapling. (Bilateral) first time and second surgery - full hysto (everything removed), d & c). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menorrhagia, mixed connective tissue disease, bladder disorder, urinary tract disorder, pain, dental caries, pruritus, arthralgia, abdominal distension and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, fatigue, alopecia, tooth disorder, weight increased and gastrointestinal disorder had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, bladder disorder, complication of device removal, dental caries, device breakage, fatigue, gastrointestinal disorder, menorrhagia, mixed connective tissue disease, pain, pelvic pain, pruritus, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: received treatment for pain-pelvic/abdominal, bleeding menorrhagia (heavy menstrual bleeding), bladder/urinary problems: bladder probs., urinary probs, I am told that it can take up to a year before all poison is out of body. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified).. The following information was received from social media body pain, teeth problem, itchy everywhere, hip pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of mixed connective tissue disease ('type of autoimmune diagnosed mixed connective tissue') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems: bladder probs., urinary probs."), urinary tract disorder ("bladder/urinary problems: bladder probs., urinary probs."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the mixed connective tissue disease, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, abdominal pain, fatigue, alopecia, tooth disorder, weight increased and gastrointestinal disorder had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, fatigue, gastrointestinal disorder, menorrhagia, mixed connective tissue disease, pelvic pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: received treatment for pain-pelvic/abdominal, bleeding menorrhagia (heavy menstrual bleeding), bladder/urinary problems: bladder probs., urinary probs, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: case become incident, previously added injury nos was replaced with pelvic pain & new events-abdominal pain, menorrhagia, bladder probs., urinary probs, fatigue, hair loss, dental probs., gi, conditions, weight gain, were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.